Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer and healthcare professional (hcp) via a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the device had not been working well for a while and they had been increasing amplitude. They were on 4v when the rep interrogated the device. The hcp stated that they checked the impedances in the office and they were abnormal. They decided to replace the entire system for better relief. No further device issue alleged / identified. No further patient symptoms or complications were reported.